Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. Primary results revealed that the outer insulation was breached and had environmental and cosmetic stress cracking. There was blood/body fluid found on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.